Event description:
Initial result for a pt creatinine was 12.0mg/dl. When repeated, the result was 1.1mg/dl. The incorrect result was not used to guide therapy. The field svc rep found the rinse volumes were incorrect and repaired the instrument by adjusting the volumes.